Event description:
A report was received from (B)(6) stating that during service it was found that the device had a damaged component. It is unknown if the device was used during surgery. It is also unknown if there was patient injury or medical intervention. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref number (B)(4).